Event description:
On 4/6/92, the quinton 2000 treadmill system was tested for the first time by the poudre valley hospital cardiovascular lab for calibration. It was noted at that time that the system was out of calibration. It was noted at that time that the system was out of calibration in leads ii, avl, v2 and v5. The equipment was off 40-50% in these leads. The impact of this malfunction would be that it would reduce the ability of the system to recognize changes indicating heart disease in the four leads identified. Unknown how long the system has been out of calibration. 2344 treadmill tests have been done since the system was installed. The system was checked after the preamplifier board had been replaced and the voltage was correctinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.